Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the physician felt like the patient was undersized by about a half of a centimeter. The 1.5 and 1.0 rtes were removed and replaced with 3.0 rtes. There were no patient complications

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the reported events, it is more probable it was a consequence of a components size wrong selection, the length too short could be related with a physician improper sizing of the components. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.